Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure. The customer's blood glucose level was 200 mg/dl at the time of incident. The customer stated that they were unable to clear the alarm and also were unable to complete rewind. Advised the insulin pump will need to be replaced. Advised the insulin pump will need to be replaced and customer refer to back-up plan. The insulin pump will not be returned for analysis.